Manufacturer narrative:
Section d6b, date of explant, has been added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 29-year-old female with a pre-support clinical presentation consistent with scai shock stage e was supported with an impella 5.5 via right axillary/subclavian surgical arterial access. During support, the device operated at p-4 with flows of approximately 2.3 l/min using d5w sodium bicarbonate purge solution and was reported to be functioning as intended. Hemolysis was identified during impella support, diagnosed via decreased haptoglobin levels, and persisted despite device repositioning and administration of blood products. Imaging was used to assess pump position; however, good pump position during the hemolysis event was not definitively confirmed, and there was report of potential contact with the mitral apparatus. The patient was noted to have a small left ventricle, with additional contributing factors including infection and disseminated intravascular coagulation (dic). Hemolysis did not resolve following repositioning or supportive interventions, and plasma free hemoglobin results remain pending. The device was not removed, and the patient remains on support in stable condition. Hemolysis may be attributed to multiple patient-specific and clinical factors, including lv anatomy and comorbid conditions, were identified as potential contributors; therefore, a definitive root cause has not been established.